Event description:
It was reported that the hub separated from the device with a bd insulin syringe with the bd ultra-fine¿ needle. This occurred on 3 separate occasions during, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported that the customer found 3 syringe when removed needle shield needle hub assembly went with it.

Manufacturer narrative:
H.6. Investigation summary: customer returned two (2) 31gx8mm, 0.5ml bd insulin syringes from an opened polybag from lot 9149944. Consumer reported found 3 syringe when removed needle shield needle hub assembly went with it. Both returned syringes were examined and it was observed that one of the syringes exhibited a separated needle hub/shield assembly; no damage to the barrel tip was observed. The other syringe did not exhibit needle hub separation. A review of the device history record was completed for batch# 9149944. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200821462] noted for out of spec shield pull. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a visual evaluation of photo found (1) syringes with no needle assemblies attached. There did not appear to be any damage to the tip of the barrel. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: quality notification 200821646 was created during the creation of this batch for raised needle assemblies. The root cause the shield ramp guide was out of adjustment. Corrective action: the shield ramp guide was adjusted. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub separated from the device with a bd insulin syringe with the bd ultra-fine¿ needle. This occurred on 3 separate occasions during, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported that the customer found 3 syringe when removed needle shield needle hub assembly went with it.